Event description:
It was reported that during the procedure, the set screw of the pacemaker can't be tightened. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the setscrew to fasten the lead in the connector was confirmed. Analysis revealed the user of the torque wrench was making incorrect torque wrench insertions through the septum and into the setscrew during the implant procedure caused excessive septum punch-outs. The combination of incorrect insertions plus the punch-outs led to the user stripping the setscrew so that it could not be tightened to fix the lead in the connector. The setscrew anomaly was consistent with having occurred during the procedure.